Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of thrombosis is listed in the graftmaster rapid exchange (rx) coronary stent graft system, instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a perforation in the left anterior descending artery. A 2.8 x 26 mm graftmaster covered stent was implanted and successfully sealed the perforation. The patient was sent to the intensive care unit (ICU) without anticoagulation medication. Three hours post procedure, the patient went into cardiac arrest, which was associated with thrombosis of in the covered stent. Cardiopulmonary resuscitation (CPR) and thrombectomy were performed and anticoagulation was administered. There was an initial rise in cardiac enzymes. CPR created anterior chest trauma which caused soreness of the anterior chest, requiring pain medication. The patient made an excellent recovery and was discharged on (B)(6) 2017. The patient was put on brilinta. There was no adverse patient sequela reported. No additional information was provided.